Event description:
It was reported that during the svt episode oversensing was observed. Oversensing appeared to be myopotentials. Noise was reproduced with myopotentials and isometrics. The oversensing remains after vector configuration was changed. The physician then changed back to the original configuration. The patient will be monitored.

Manufacturer narrative:
(B)(4).